Event description:
Customer initially called to report that he accidentlly put the pump in a foregin language and had also put the pump in priming mode. Customer has just started on pump the day prior. Customer was unsure if he had received any insulin during prime and therefore was instructed to have his girlfirend take him to the emergency room due to the posilbilty of insulin delivery. No further details mentioned.